Event description:
It was reported by service report that the right top rail was broken at the foot end with exposed sharp edges and the side rail was not able to latch up. No patient involvement or adverse consequences are reported.